Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was not holding charge. Reportedly, the battery percentage dropped by 25% in less than 15 minutes. The customer's blood glucose was not impacted. Tandem technical support advised the customer that since the customer uses more than 40 units of insulin a day, the battery depletes normally between 20-25% per day; customer acknowledged.